Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was noise on the right atrial lead. The device was reprogrammed to deactivate the lead and the patient was stable.